Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined. H1-changed type of reportable event to death. The instructions for use for the impella cp with smart assist system in section: potential adverse events (united states) states ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ d4-updated model number in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 58-year-old male patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that after extended use beyond the intended life cycle of the pump, the patient was noted to have suffered a cerebral hemorrhage due to straining while defecating. The patient was made do not resuscitate (dnr) and subsequently passed away. It was noted that heparin had been present in the purge line during support. A direct connection to the pump was not definitively established and there were no noted deficiencies in the function of the device.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.